Event description:
It was reported that the device bends when passing through the guide, and the introducer advances without difficulty, but the 4 fr double-lumen catheter does not and bends. Additional information received on 21-jan-2026: during the attempt to insert the device, it was evident that the catheter was elbowed, which did not allow it to advance smoothly and continuously. It is important to note that, during the procedure, the passage of the guide and the transducer was carried out without presenting any inconvenience. When deciding to remove the device due to the impossibility of progress, the catheter offered resistance and did not descend easily. Finally, the device was successfully removed, without causing harm or injury to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinking of the catheter during insertion is confirmed and was determined to be use-related. One 4 fr d/l powerpicc sv catheter with an inlaid tls stylet and t-lock extension set was returned for evaluation. An initial visual observation of the returned catheter showed blood residues along the catheter. The proximal end of the stylet was observed to be removed from the t-lock extension set, and the t-lock extension set was observed to be tightened onto the red luer over the stylet. The distal end of the catheter appeared slightly twisted with some bends along the stylet inside the catheter shaft. A microscopic observation revealed the distal end of the stylet to be cut. The stylet was carefully removed, and an examination of the stylet showed two kinks along the distal end of the stylet throughout the magnet section. Several kinks were observed along the proximal end of the tls stylet from manipulation of the stylet with the red luer and t-lock extension set. Blood residues were observed inside the stylet along the magnets. Some sections along the distal end of the stylet showed magnets with excessive space between each other. 22 magnets were counted along the distal end of the stylet. A review of product labeling of the IFU states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ no damage/defect related to manufacture of the device was observed during analysis of the devices. This complaint will be recorded for future trending and monitoring purposes.